Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Device placed in CAPA-00005754. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Device placed in CAPA-00005754. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to other/non-product experience.

Manufacturer narrative:
Correction to impact codes: added hospitalization or prolonged hospitalization as well as device revision or replacement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Device placed in CAPA-00005754. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to other/non-product experience.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Device placed in CAPA-00005754. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to other/non-product experience.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. Correction to impact codes: added hospitalization or prolonged hospitalization as well as device revision or replacement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of several untreated episodes, and delivery of inappropriate shocks in two episodes. The programmed sensing vector was primary during the stored episodes. The noise was felt to be non-physiologic in nature. Technical services (ts) discussed potential causes and troubleshooting options. Noise was able to be reproduced in-clinic with pocket manipulations in both primary and secondary sensing vectors. Ts then discussed that noise would also likely be present in alternate based on in-clinic evaluations. Ts recommended obtaining an x-ray. An x-ray was taken, and the electrode appeared to be fully inserted into the device header. A potential sharp bend was noted in the area of the electrode as it exits the device header. The physician further reviewed the x-ray images and disagreed with the assessment of a sharp bend. Treadmill testing was then performed, and noise markers were observed in primary. The sensing vector was then reprogrammed to secondary, and no noise markers were observed, however, some baseline noise was still present. The sensing vector was left programmed to the secondary sensing vector. No adverse patient effects were reported. This device remains in service. Device placed in CAPA-00005754. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. Additional information was received that this patient received additional inappropriate shocks due to noise in secondary vector that was oversensed. This patient had presented to the emergency room (ER). It was noted this patient had gained some weight and the impedances appeared normal. The plan was to have the s-ICD therapy turned off. Ts reviewed and suspected a pocket fracture due to an acute bend in the electrode in the s-ICD pocket. Additional information is being requested from the field. Additional information was received that device therapy was turned off. An echocardiogram was performed in which the results are not available at this time, to determine if this patient requires a replacement or a transvenous device. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to other/non-product experience. This supplemental report is being filed to provide additional information regarding product analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.